Event description:
It was reported that 48 days following a coronary artery drug eluting stenting treatment procedure, a partially thrombosed aneurysm occurred. A 2.5x20mm taxus express2 drug eluting stent was placed in the right coronary artery (rca). This was post dilated using an nc ranger. 48 days following this procedure the patient presented with chest pain. The physician treated the lesion using a 3.5x16mm jomed covered stent and post dilated the lesion using an nc ranger. The patient refused angiographic imaging the next day and was discharged from hospital with no complications.